Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead. The patient was hospitalized and required resuscitation, and technical services (ts) was contacted for follow-up. Ts the device provided appropriate therapy, though noted the current electrogram (egm) had loss of capture and av dissociation was noted on the right atrial (ra) lead. The health care professional (hcp) suspects lead dislodgement as a result of the resuscitation. An x-ray is suspected, and the device was reprogrammed. This ra lead remains in-service at this time. No adverse patient effects were reported. Additional information was requested from the field representative. At this time, no further information is available. This investigation will be updated should further information become available in the future.